Event description:
It was reported that during a coronary artery bypass graft procedure, while clipping the saphenous vein the device would not open all the way after it fired once properly. Then the surgeon attempted to dry fire the device and it would not fire. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. Upon disassembly of the instrument the feedbar was found to be bent therefore not allowing the proper feeding of the clips into the jaws; however, the jaws closed and opened as intended. No conclusion could be reached as to what may have caused the found damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported through a service report that the cot is leaking fluid from high pressure hydraulic hose. It is unk if there was pt involvement, however, no adverse consequences were reported.